Event description:
It was reported that CT angiography was implemented through the red route, which was inserted on (B)(6) and capable of high-pressure infuse the next day. After the contrast was completed, health professional tried to pass water, but neither blood backflow nor water could be passed. In the hospital room, the patient confirmed that water could not be passed through any route other than the red route, but there was resistance, so water could not be passed through. Clog was confirmed in all routes. There was no reported patient injury. Additional information on 11-jun-2026: no occlusion of other lumens was confirmed prior to the occlusion of the red lumen; it appears such occlusion was confirmed only after the red lumen became occluded. There was no patient injury. The catheter was replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.